Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen had a delay response. Contact stated that when attempting to tap on the "1", the "2" did not illuminate in green, but instead the "3" button illuminated in green. Contact then turned the pump-screen on a separate time (by plugging the pump into power source again), and was able to successfully unlock/use the pump's touchscreen like normal. The customer's blood glucose level was not impacted. The customer reported that manual injections would continue to be used for alternate insulin therapy.